Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 64 indicating a haptic system error, which persisted after multiple restarts, consistent with a tactile prompt/feedback malfunction associated with the vibrator component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem affecting the vibrator that produced the haptic error. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.